Event description:
The customer alleged that when he processes pacer cables, the pouch adheres to the cable. There were no reports of physical complaints. The customer stated that they will no longer pouch their cables.